Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed and required maintenance. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed and required maintenance. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s main drawer 2.2 was failed and required maintenance. The field service engineer (fse) had powered down the station and unseated and reseated all ribbon cable connections at the rear of the station. Additionally, the fse reseated the retractor band connections and row board connections for drawers 2.1 and 2.2. After completing the reconnections, the station was rebooted. Functionality was verified through testing in the hardware testing application (hta). The system functioned as intended after the field service engineer repaired the device.